Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure with hiatal hernia repair and linx device implantation occurred without issue (B)(6) 2016. -device explant due to moderate dysphagia occurred without issue on (B)(6) 2016. -patient refused any treatment for dysphagia symptoms and requested device explant. -linx device found in the correct position/geometry. -a fundoplication was performed at the time of explant.